Event description:
It was reported there was far field r-wave (ffrw) oversensing. It was further reported that it appears that the patient is losing conduction intermittently. The lead was reprogrammed and remains in use. Additional information received indicated the patient reported "feeling bad" when going through metal detectors and that the patient's mouth would bleed, the patient would shake and have possible neurological events. A device check was performed and was normal. The patient was under medical care in the hospital at the time of the device check. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007. (B)(4).